Manufacturer narrative:
The insulin pump powered up properly after battery installation and passed self-test and displacement test. The insulin pump was received with operating currents with in specifications. The insulin pump was monitored for 24 hours no unexpected display glimmering, very bright or darkening anomalies were noted. The insulin pump had minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother called in to report a display anomaly and the device had unexpectedly shut off. The customer's blood glucose level was unknown. The customer was informed that the product would be replaced.